Event description:
During a laparoscopic cholecystectomy, the ft10 electrosurgical unit inadvertently shut down during the procedure and staff was unable to turn the device back on. An alternate device was pulled in to complete the procedure. This same issue occurred 2 years prior and was sent to medtronic where they found error code 217 to be present and resulted in the power adapter being replaced. This event did not have an error code associated with it. However, the event log indicated an improper power off. Staff in the room at the time of the event stated that this was the only device to power off of the three devices plugged in to the tripp-lite power strip. Upon investigation, all outlets involved were tested and functional. After further inspection and testing, the event could not be recreated, however, the event logs support the initial report from or staff. The device was not actively being used on the patient when it powered off, however, given the possibility and near miss nature of the event, we are submitting a voluntary device malfunction report. It is unclear if this may be a broader issue for the ft10 model or if it is an isolated issue with this unit specifically.